Event description:
The customer reported that the data of two ec40 are associated with the same patient in icca. Room 30 has the patient data from room 36. The device was in use on a patient. There was no report of patient or user harm.